Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient did not experience any previous symptoms and suddenly passed out. The cgm was reading between 11 and 14 mmol/l and the blood glucose reading was between 2 and 3.0 mmol/l. A patient´s relative called an ambulance and the paramedics treated the patient with IV glucose. The patient recovered after the treatment and was not taken to the hospital. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d, e zone of the parkes error grid. No additional patient or event information is available.